Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be identified.the manufacturing records for this lot were reviewed and did nto reveal any outstanding discrepancies, design or quality concerns. Hospital cannot locate device.

Event description:
The penumbra system reperfusion catheter 032 was opened and had a kink in the catheter that was noted during the procedure. A new one was opened and used without incident. The procedure was completed. No additional information is available from the hospital about the event or the patient.